Event description:
It was reported that the patient was admitted to the hospital with a diagnosis of myocarditis and was given antibiotics. The patient was experiencing symptoms of increased spasticity, tachycardia of 160 beats per minute, and pruritis which was attributed to the initiation of the antibiotics. The hcp treated the patient's spasticity and tachycardia with 20 mg oral baclofen and ativan. No effect was observed after this dose was administered. The hcp reported that he would order an additional 20 mg oral dose. No infusion information was available to provide a reference of the patient's intrathecal dose for conversion to an oral equivalent, or for verification of estimated volume and alarm settings as the hcp was not the physician who manages the patient's pump and he did not have a clinician programmer. No alarms had been heard. It was recommended that the physician contact the hcp who manages the patient's pump to assist with a refill or contact other hospital departments to obtain a clinician programmer to interrogate the patient's pump. The managing hcp reported that the patient's needed to be refilled. The managing hcp reported that they called the hospital three times to let them know that the patient's pump needed to be refilled, but the hospital did not follow through. No patient outcome was reported.